Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported a high blood glucose (bg) episode. The patient indicated that he had a bg level of "495 mg/dl" that day with a symptom of vomiting. When he arrived home from work, he reportedly took an injection. At the time of contact with anm, the patient's bg level had decreased to "200 mg/dl." The patient reportedly attributed a weather temperature of "100 degrees" to the cause of his high bg level. He declined to discuss the issue any further. No medical intervention was reported by the patient. The anm representative involved in this contact noted that no defects were found with the pump. The pump's date/time were correct. In addition, the pump's advanced features were programmed as intended. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed he had developed an elevated bg level with a symptom suggestive of severe hyperglycemia. However, at this time, it is unknown if the pump contributed to the patient's injury considering no issues were found with the device according to the anm representative involved with this contact.

Manufacturer narrative:
(B)(4) - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, a review of the pump history showed that information from the reported event date has been overwritten. The last basal with the correct date was on (B)(4) 2013; delivery resumed after that date, but the time/date settings were not corrected after changing to factory settings. The total daily dose correctly reflected the programmed basal target. A delivery interruption was observed on (B)(6) 2013 due unacknowledged call service warnings. The pump powered on and displayed the verify screen. The pump was primed and exercised for 24 hours with no alarms or delivery interruption occurring during the duration test. The pump passed a 29 hour flow accuracy test successfully. The force sensor calibration was found to be within required specifications. The complaint was confirmed in the history but was not duplicated during testing due to the information having been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.